Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation upn: m365sc43160, model: sc-4316,, serial: (B)(4), batch: 22550756.

Event description:
It was reported that patient underwent a revision procedure to reposition clik anchors that were causing pain and discomfort. The patient was stable post operatively.